Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. The circulation pump outlet tube was not able to properly hold the diverter. Replaced circulation pump outlet tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alarm 80(the control processor failed to detect a simulated water temperature fault) at startup and needs the 2000-hour preventive maintenance, current hours 4978. Per sample evaluation results received via task on 06mar2025, it was reported that the circulation pump outlet tube was not able to properly hold the diverter.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alarm 80(the control processor failed to detect a simulated water temperature fault) at startup and needs the 2000-hour preventive maintenance, current hours 4978. Per sample evaluation results received via task on 06mar2025, it was reported that the circulation pump outlet tube was not able to properly hold the diverter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.